Manufacturer narrative:
(B)(4). One ls1520 device was returned for evaluation. A staple surrounded with tissue was returned in a plastic bag attached to the device. The incident device was evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The staple between the jaws is the most likely cause of the customer's report as it would result in poor contact between the seal plates. The IFU for this device states: do no attempt to seal over clips or staples as incomplete seals will be formed.

Event description:
The customer reported that during a lobectomy, sealing was not completed although an end tone, indicating a completed seal cycle, was heard. A second device was used to complete the procedure without incident. There was no pt injury.